Event description:
The complainant reported the patient was on impella cp support due to st elevated myocardial infarction (stemi). While on support, it was noted that the pump was unable to go up to p9 due to suction alarms. It was also reported that there was oozing from the right internal jugular and two units of packed red blood cells were given. Additionally, the patient developed a gastrointestinal (gi) bleed. However, the patient remained on support until family decided to remove care. The patient expired after care was withdrawn. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the low pump flow and vascular damage - peripheral vessel has been completed. The pump was not returned for investigation. Data logs were reviewed which showed suction alarms while the pump was set to p9. The suction alarms were resolved by lowering the p level. Some discrepancies in the motor current and placement signal trends were reported while running on a steady p level. Additionally, the pump experienced suction alarms again while set to p9 on the following day. Pump flow was adequate during the entire case run. According to the clinical findings, blood products were given during the time of the suction event. Additionally, the patient developed a gastrointestinal (gi) bleed during impella use. The cause of the vascular damage issue was not determined since the product was not returned and sufficient clinical information was not provided. The relation between gi bleed and impella was unknown. The cause of the low pump flow issue was most likely patient condition related, based on data log review and provided clinical details.